Event description:
It was reported that customer experienced an alarm 2 followed by alarm 26. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact on their blood glucose level. To resolve the issue, customer changed the soft cannula infusion set and cartridge and resumed insulin delivery.